Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet following an infusion set change, with blood glucose rising to approximately 400 mg/dl; troubleshooting included disconnecting to fill tubing, confirming insulin flow, changing the infusion site, performing a fill cannula, and confirming cgm connectivity, with education provided to avoid off-system insulin while connected. Symptoms included elevated blood glucose without reported ketones. Outcomes included no hospitalization, no emergency treatment, and continued monitoring while connected to the device. Investigation included technical support review and user-guided troubleshooting of infusion delivery and site integrity. Investigation of this case revealed insulin delivery through the tubing was observed and a new infusion site was placed, after which glucose decreased transiently before rising again, leaving the cause unclear. It was concluded that the event involved hyperglycemia of undetermined cause with no device alarms reported and the device remaining in use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.